Event description:
The customer reported the tube is leaking oil. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and conducted repairs. System operates as intended. (B) (4).